Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient came in emergently with active rupture on (B)(6) 2016, the physician implanted a bifurcated stent, a suprarenal aortic extension, an afx limb extension, and an ovation limb extension to repair the rupture. The physician observed a large abdominal aortic aneurysm as well as a common iliac artery aneurysm. On b)(6) 2016 the patient was admitted and soon after the patient went into shock and expired the same day. Physician indicated the endovascular repair was successful, the cause of death is unknown.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the reported emergent rupture and the repair using endologix devices was confirmed. Additionally there was evidence to reasonably support the following observations; at implant a thoracic aortic aneurysm, a left common iliac aneurysm, a right common iliac aneurysm, attempted repair of a type 3a endoleak between the left limb of the main body and the afx limb extension, and after the placement of the ovation limb to resolve the type 3a endoleak, the endoleak persisted at the completion of the procedure. The clinical assessment was based on adequate patient medical and adequate patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The event devices were not returned for further evaluation. The root cause of the reported event is unknown. There is not enough information available to determine the root cause of the reported event at this time. The clinical evaluation found evidence to reasonably suggest the following contributing factors to the reported event; off label use, emergent procedure on a ruptured aneurysm, persistent type 3a endoleak, and suboptimal limb stent placement.